Event description:
The customer reported that the image on the left monitor is heavily distorted and unreadable.

Manufacturer narrative:
(B) (4). The ge service rep discovered a loose/pushed out pin on the lemo receptacle. The system functions as intended.